Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that non-physiologic noise was recorded on both the right ventricular (rv) rate/sense and shock channels of this cardiac resynchronization therapy defibrillator (crt-d). The noise, which was not reproducible, was seen in recorded episodes of non-sustained ventricular tachycardia. Pacing impedance measurements were reported to be within normal limits. Shock impedance measurements had been gradually rising, but also spiking down to low out-of-range measurements. Boston scientific technical services (ts) discussed that a lead issue could be developing. The patient is being monitored via a remote patient monitoring system.